Event description:
Ng feeding tube inserted. Chest x-ray revealed a pneumothorax. Chest tube inserted and connected to pleurovac suction. Pt's oxygen saturation remained poor necessitating placement of a second chest tube. The pt's death on 3/10/95 was not directly caused by the pneumothorax.